Manufacturer narrative:
(B)(4). Batch # t5en9n. Investigation summary: the analysis found that one psee60a device (b) was returned with the anvil bent upwards and with one gst60b cartridge loaded in the device. The cartridge reload was received partially fired 1/2 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy, the first stapler locked out, bent the anvil and the blade was locked in place. One staple line was complete, but the other wasn't because of the bent anvil. The cut line was complete. Tried a second gun, fired once, returned to open, but the anvil was bent and the underside of the anvil was bubbled out. One device eventually opened, but the other didn't. One was barely removed from the tissue because the blade was stuck in the bent metal of the anvil, and the other device was opened per IFU, but was damaged. Opened another like device to complete case. There were no patient complications.